Manufacturer narrative:
Block b3: exact date unknown, event occurred this past year from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty in charging the ipg. The patient underwent an ipg swap procedure and was doing well postoperatively. The explanted device was discarded by the facility.